Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event year is reported as 2020; however exact date of event is unknown. H3, h6: investigation in progress. The complaint device was not received for investigation. Device images was received. The image(s) was reviewed, and the complaint condition could not be confirmed, since the device only has some scratches, which could have come from the removal procedure. No xrays or other evidence of non-union were provided, and thus cannot be confirmed. No other issues were identified on the device. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. Device history lot: part number: 04.038.200-us, lot number: 20p0036, part manufacture date: oct 14, 2019, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 100mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient went on to a non-union that caused the implants to fail. The original date of implantation was on (B)(6) 2020. All implants were removed successfully and replaced. The procedure was successfully completed. The patient outcome was good. This complaint involves three (3) devices. This report is for (1) 11mm/130 deg ti cann tfna 400mm/right - sterile. This report is 3 of 3 for (B)(4).